Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she was hospitalized with high blood glucose. Customer's blood glucose at the time of admission was 687 mg/dl. The customer reported that the insulin pump alarmed motor error and it was not delivering. The drive support cap is recessed. The device was not exposed to a magnetic field. It is unknown if the customer was able to rewind since the insulin pump did not have a battery at the time of the call. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed during rewind due to motor encoder signal out of phase. No motor error alarm during testing. Unable to perform all functional testing including the displacement, basic occlusion, occlusion, prime and excessive no delivery test due to alarm. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window, cracked case at the reservoir tube window corner and cracked battery tube threads.